Manufacturer narrative:
The microtip was returned to the manufacturer for evaluation. Reported failure, needle broke off, was verified. The needle was returned with the microtip assembly. Functional testing could not be conducted due to the needle being broken off of the device. Disassembly evaluation found that the hypodermic needle had fractured at the braze joint seam with a portion of the needle remaining joined inside of the brazed horn. This is the highest stress point along the length of the needle. No indication of severe side loading was found; however pitting and demarcations at the distal end of the hypodermic needle indicate significant contact with the case nose assembly sheath. The contact is consistent with normal use; however, extent of demarcation along the needle indicates an aggressive technique. This failure mode is a known risk of the device and is covered under the hazard analysis. Per the information reported, there was no injury or complication to the patient caused by the failure. A post-procedure follow up with the doctor found the patient to be doing well. They had been treated for plantar fascia and since the procedure had been relieved of the pain. The device did cause/ contribute to the event.

Event description:
Per the information provided, at the end of the procedure as the doctor removed the microtip from the treatment area he noticed something drop on the floor. When he picked it up he and the sales representative realized it was the needle from the device. This was the first time the physician had performed a treatment with the tx system. He treated the patient using the microtip for 3.5 minutes. No bone or calcific debris was encountered by the microtip during the procedure. There wa no injury or complication caused to the patient by the device failure. The doctor has seen the patient post-procedure. She is doing well.